Event description:
It was reported that an unspecified number of an unspecified bd safety needle experienced safety mechanism -would not engage, causing two needle stick injuries. It has not been specified whether medical intervention was received as a result of the needle stick injuries. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Per customer email: we had 2 needle sticks today ¿ employee health is aware and each employee will be contacting them. The new bd needles are anything but safe. The guards don¿t click when activated, and instead just hang out¿.I have had some near misses with these needles and don¿t think they are as good or as safe as the previous brand.

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. H3 other text : see section h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd safety needle experienced safety mechanism -would not engage, causing two needle stick injuries. It has not been specified whether medical intervention was received as a result of the needle stick injuries. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Per customer email: we had 2 needle sticks today ¿ employee health is aware and each employee will be contacting them. The new bd needles are anything but safe. The guards don¿t click when activated, and instead just hang out. I have had some near misses with these needles and don¿t think they are as good or as safe as the previous brand.